Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken shell, black particles, fold creases, around 0-25% of the shell is missing, weight within specification. A microscopic analysis was performed which identified; broken shell with striated edge on anterior side assessed as surgical damage consist in the use of some surgical tool. Based on the device analysis the final assessment is: missing shell that is assessed as inconclusive. Broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "defective" or ruptured. The device has been explanted.